Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported pain in their hip and the middle of their back where their first lead was placed. Patient stated that their doctor wants to fix their hip due to all of the pain that they are having; doctor cannot see what is wrong with the patients hip without doing an MRI. Patient stated that they have been dealing with this issue for awhile now and that it first started a few years ago. Patient mentioned that the pain in their back is unbelievable and feels like a burning fireball. Patient also mentioned that they got an injection for their back in september due to the amount of pain that they were in. Patient noted that when they were first implanted that they felt a nodule on their back; the surgeon told the patient that the nodule was nothing to worry about. Patient stated that across from nodule is a severe burning pain and an uncomfortable feeling. Patient mentioned that they want to take the device out and figure out what is going on and causing them this extreme pain. The patients pain management doctor thinks that it is the lead and they want to find a way to help settle the pain down. Patient noted that when you touch the skin near the implant, it feels like a brush burn and that something is not right there. Patient mentioned that they were going to get their implant adjusted in 2 weeks but are not anymore due to their hip and back pain. Agent reviewed MRI information and redirected the patient to their pain management doctor. Patient stated that they do not have a surgeon that they work with; agent advised the patient to speak with their doctor and ask for a referral to a surgeon if needed.